Manufacturer narrative:
Additional information: a patient information; brand name; product code; common device name; catalog #; lot #, expiration date; PMA/510(k) #; device manufacture date; remedial action initiated; correction/removal rpt number an event regarding disassociation involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: not performed as no medical records were received for evaluation. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required corrective action/preventive action: nc was initiated due to the occurrence rate for taper lock failure in the risk management files for specific lots of lfit v40 cocr heads. Given the potential risk of nine (9) hazards identified in the hazards and harm evaluation, voluntary product recall ra 2016-028 was issued.

Event description:
It was reported by the patient's attorney as a result of a legal claim that on or about (B)(6)2008 the patient underwent bilateral total hip arthroplasty. It is further alleged that revision surgery of the left hip was scheduledl for (B)(6)2015 and during that surgery the surgeon observed the femoral head dislodged from the femoral neck trunnion, black joint fluid and black synovium as well as blackened scar tissue and markedly abnormal trunnion.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient's attorney as a result of a legal claim that on or about (B)(6) 2008 the patient underwent bilateral total hip arthroplasty. It is further alleged that revision surgery of the left hip was scheduled for (B)(6) 2015 and during that surgery the surgeon observed the femoral head dislodged from the femoral neck trunnion, black joint fluid and black synovium as well as blackened scar tissue and markedly abnormal trunnion.